Event description:
Four surgical fibers were returned to the manufacturer with no indication of the reason for return. No additional info is available. There was no report of pt injury. This report is for fiber #1.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber identification tag was found to be missing and not returned with the fiber; verification of the fiber lot number and serial number can not be made. The fiber's metal cap was detached; the metal cap were not returned with the device. There was no indication or report of any part of the device remaining inside the pt. Detritus on the glass cap and abrasions on the distal end of the outer flow tube were also observed. The probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.